Event description:
It was reported on 11/18/2022 by a sales representative via sems that an ar-4065-45r suture lasso bent. Case involvement, no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. The device was not received for evaluation and, no photo was provided for investigation. The most likely cause of this failure is applying excessive force through leveraging/prying the device.